Event description:
When the nurse was inserting an IV catheter into the patients arm, she advanced the catheter as is standard procedure and blood began pouring out. The valve inside that is supposed to stop the blood from coming back out of the catheter failed. The catheter was removed and the procedure had to be redone with another catheter with a properly functioning valve.